Manufacturer narrative:
Examination of returned device found the device functions as intended. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants."

Event description:
It was reported patient underwent a medial patellofemoral ligament reconstruction procedure on (B)(6) 2013. During the procedure, when the tensioning on the toggleloc was achieved the suture slipped. The surgeon repeatedly retensioned the suture but it would not grip. As a result the surgeon used another suture to complete the procedure with a greater than 30 minute delay.

Manufacturer narrative:
Device availability - product was received on (B)(6) 2013.